Event description:
Oxygen saturations dropped and nurse noted I>no vent sys alarming. Turned nitric oxide ambu bag delivery sys and manually ventilated pt per nurse. Sys indicated sys failure, no delivery due to technical problems. Called ohmeda technical support. Technician indicated that possibility of a 44 day internal check could have caused it and would check his resources to verify this. Recommended turning sys off and on, and to change out to the back up unit. Stated software update might be needed. Sent ot biomed, passed all testing and couldn't recreate the problem. Alarm stated: "delivery failure on screen" settings at 5 ppm. Visual and auditory alarms both were going off.